Event description:
The physician reported that the pt was admitted to the hospital for suicidal ideation. The physician had not yet contacted the pt's follow-up physician. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.